Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: external controller malfunction

Event description:
Major pump unit(s) involved: external control system failure. Additional text: short in a cable vs. Controller vs. Perc lead issues. Specific component(s) involved: external controller malfunction. Additional text: short in a cable vs. Controller vs. Perc lead issues. Causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of external controller; other interventions, specify. Other intervention : rehospitalize and upgrade to unos status 1ae. Implant device type: lvad.